Event description:
It was reported via repair work order that the nurse call system was inoperable due to nurse call communication board malfunctioned. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.